Event description:
The customer reported that they were unable to pace when switching from one mrx to another. The customer clarified that the ECG leads were connected to one mrx, and the pads were connected to the other. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that they were unable to pace when switching from one mrx to another. The customer clarified that the ECG leads were connected to one mrx, and the pads were connected to the other. There was no negative patient impact. The customer confirmed there was no device malfunction. The device passed op check and remained in service. The users were informed by the biomed that the patient leads and pads needed to be connected to the same defibrillator for successful pacing.